Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed that both drg leads had migrated. To address the issue, the leads were replaced via surgical interventional (B)(6) 2025. Therapy was restored post op.